Manufacturer narrative:
Device functioned properly during prime, the excessive no delivery, and displacement test. No excessive no delivery alarm noted. All operating currents are within the specification, no unexpected low battery, off no power alarm, blank display or unexpected restart noted. However the battery tube and battery cap contacts were corroded. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
Customer reported his insulin pump is not turning on. The device also alarmed no delivery. Customer's blood glucose was 439 mg/dl. He was advised to treat for his blood glucose. Customer uses energizer batteries. He received a low battery alert prior to the off no power alert. There was less than twenty four hours between the low battery alert and the off now power alert. The battery cap is damaged. There is corrosion and some black substance inside the battery compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.